Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient now has bilateral coverage in their legs and back since the lead revision. The patient was unsure if the stimulation was helping with their pain and was going to continue working with the device and to follow-up with the rep/hcp for reprogramming as needed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was only feeling stimulation on the left side to the middle of their back. The patient had not coverage on the right side. It was noted that the impedances and connections were good at the post-op appointment. The patient was meeting with their hcp and a manufacture representative on (B)(6) 2018 for a possible reprogramming and x-rays to confirm lead position. No further complications were reported. Additional information received from the rep reported that the lead had migrated more to the left of the patient's spinal column. The device was reprogrammed to hd and ld settings with no relief on the right side. The patient had a lead revision surgery on (B)(6) 2018 to move the lead more to the right. No further complications were reported.